Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the patient underwent a coronary artery bypass grafting procedure utilizing an unknown plating system. Subsequently, a few hours after the procedure, the plating system had to be removed due to unknown reasons. The cable was embedded into the patient's tissue and they had to dig into it to be able to cut the cable with the cutters. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; d10; g1; g3; g6; h1; h2; h3; h6. D10: associated product information, part (lot): - 400-410 (unknown). The reported event could not be confirmed. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot/serial identification are necessary for a review of device history records, neither were provided for the unknown xp plating system. Attempts have been made to gather all product identification information, and no further information has been provided. Medical records were not provided. A definitive root cause cannot be determined. It was reported that removing the plating system may have been due to a user error. This could not be confirmed with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.